Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor was in standby and alarms were not generated, resulting in unknown patient harm. The patient was transferred from the emergency room (ER) to another department and then came back to the ER. The monitor was placed in standby and monitoring was not re-initiated. The patient became unresponsive and transferred to a higher level of care. The patient was transferred to a higher level of care. No other clinical information or medical intervention was reported.

Manufacturer narrative:
A field service engineer (fse) went onsite to retrieve the pic ix logs and the sequence of events. The fse and the clinical specialist (cs) reviewed the logs and the biomedical engineer report and screenshots. It was indicated the hospital has a mix of x2 monitors for the ed and x3 monitors for ivu and cvicu to use. These monitors are not exchanged between departments. The patient was admitted to the ed and transported to the ivu on an x2 monitor. Upon arrival, the x2 was powered off with no end case performed, so the patient was still admitted to the x2. The ivu admitted the patient and the nurse took the x2 back to the ed. The nurse redocked the x2 with the host monitor and answered the question about transferring the patient to ed and end case was chosen. From the information provided, neither the ed or the ivu monitors are configured to automatically move patients in the system during transfer or discharge. When the redocked the x2 in the ed, the message confirmed by the nurse to transfer the patient to the ed was chosen, even though the patient was in the ivu. The monitor was then turned off, so there was no monitoring of the patient at that time. Based on the information received, it appears how the user completed the transfer of the patient resulted in the monitor being in standby with no patient monitoring available, which appears to be use error. Corrected 510k based upon the software revision of the device. Updated the event date as confirmed in device logs.

Event description:
Additional information was received which indicated the users do not get conflict messages when transferring; however, the user also showed the engineer pictures of the conflict messages they receive. The patient was transferred to the cvu and the x2 was powered down after that as the ed does not exchange equipment with the receiving unit. The user did not know if the patient had been transferred in the system to the cvu unit before the x2 was powered off. Once the x2 was returned to the ed and docked with the mp50 host monitor, the case was ended. Within 30 minutes of the transfer, the cvu nurse noted the patient monitor was in standby. The patient was transferred to a sister hospital and the users were hopeful for recovery of the patient after waking them.